Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s sensor glucose reading from the reported event was 56 mg/dl while their blood glucose reading was 139 mg/dl. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to a low sensor glucose. The suspend on low limit in the sensor setting was 60 mg/dl. The product will not be returned for analysis.